Event description:
On (B)(6) 2012 patient had high rv threshold since original procedure. Replaced with model 407 4/bbd026089g. (B)(6) clinic, australia. Dr. (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).